Manufacturer narrative:
This correction report is sent with updated component coding and conclusion coding.

Event description:
It has been reported to philips that the user is unable to enter patient information.